Event description:
A customer reported receiving a high scan of 111 mg/dL on the Abbott Diabetes Care (ADC) device compared to a Built-In Precision device result of 48 mg/dL. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dL per minute), length of wear was 11 days. When the results were plotted on a Parkes Error Grid, fell into the "C" zone showing the difference in values to be clinically significant. The customer experienced symptoms describe as "could not keep his eye open", weak, sweaty and was unable to self-treat. As a result, the customer had contact with a non-healthcare professional who provided juice, glucose gummy, and sandwich for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.